Event description:
It was reported that in (B)(6) 2013, the patient went back to work as a crossing guard and experienced a return of symptoms. Because the patient was standing for 3 hours, the patient¿s pain started to increase. The patient got worse 3 months after she went back to work. The patient went through nerve root injections and then she was on oral medication; vicodin on top of the pump. The pump was not working as the patient wanted it to. The reason the patient had the pump put in was so that she didn¿t have to take any oral medication. After the patient and hcp (health care provider) exhausted all ways to control her pain, the hcp sent her to an orthopedic surgeon for an opinion. The pump had to be removed, so that the patient could have a spinal fusion surgery. The pump was removed in (B)(6) 2013, but the catheter was left in and the patient was told to talk to the surgeon that was going to do the spinal fusion surgery in (B)(6) 2013 about removing the catheter in september instead of going into the patient¿s back twice. When the pump was removed, the physician told the patient that she was going to be okay and would not experience any side effects. Within 24 hours of having the pump removed, the patient had ¿major withdrawal.¿ the patient wentto the ER (emergency room) 48 hours after the pump removal. The patient stated that she ¿almost died¿ from narcotic withdrawal and wasn¿t given anything to help her. The spinal fusion of l2 to s1 was done on (B)(6) 2013. To do the patient¿s lower spine, they went into her right abdomen to do the fusion, which was where the pump had been and was why the pump had to be explanted before the surgery. The patient went back in to the surgeon for a 3 month follow up in (B)(6) 2014. At that appointment, they did x-rays first and the radiologist noticed the 'lead' over her abdomen. The patient questioned the surgeon and he confirmed he removed the catheter. The patient had an MRI on (B)(6) 2014 and they found out that her catheter was still in. The patient had her 6 month follow up appointment with the surgeon (B)(6) 2014 and she reminded him that in january he told her the catheter was removed. He said ¿no, no, no. I did not.¿ he also told the patient that it was fine and the patient could leave the catheter in; he was only worried about her nerves. Since the (B)(6) 2013 surgery, the patient had felt numbness around her right abdomen and it was getting worse, even though the patient did physical therapy; pool therapy and exercising. The patient was scheduled to see a neurologist later the week of this report because the surgeon dismissed the patient and said her MRI looked fine and there was something else going on. The device system was delivering bupivacaine and dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Other relevant components include:: product ID 8578 lot# n153996 implanted: (B)(6) 2008 explanted: (B)(6) 2013 product type catheter product ID 8709sc serial# (B)(4) implanted: (B)(6) 2008 product type catheter . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on (B)(6) 2017 reported same and similar information regarding the pump being removed, major back surgery, and catheter being left in. It was noted that someone called the patient to request an update to their record. They offered to transfer the patient, but patient reported no and had a question that the patient wanted addressed. It was noted that healthcare professional removed the patient's pump on (B)(6) 2013 because the patient was going to have major back surgery and they did not want to enter the patient's back twice. It was noted that the healthcare professional (hcp) who was doing the back surgery was not trained in the pump; but was going to remove the catheter when they did the major back fusion surgery, but did not. It was noted that the patient had the major back surgery around the time of the pump removal. It was noted that since the pump has been removed, the patient has experienced swelling below the waist line, numbness, and can hardly walk. It was noted that the patient went to hcp and everything was fine. It was noted that the patient feels that no one wants to address the issue about the catheter being left in as an contributor to the issues since pump removal. It was noted that the patient has had numerous tests that have come back negative. It was noted that the patient wants to speak to a medical expert or specialist here regarding their concerns because when the patient called previously that she was told if the catheter was left in, it would need to be capped off so spinal fluid does not leak, and wanted to speak to someone now. It was stated that the patient was under the understanding that the surgeon who did the major back fusion surgery from l1-s1 was supposed to remove the catheter, but did not. It was noted that the patient was not aware the catheter was left in until 1.5 years after the surgery took place and stated they never went back to surgeon to inquiry or review why the catheter was left in or to follow up on their current symptoms with that hcp. It was noted the patient currently only has the catheter implanted and no pump. The patient was dissatisfied with the answers on reviewing that the patient had medical questions and was redirected to hcp to discuss and follow up on. It was reviewed they was not resources here that could address these questions and that there is not nurses or hcps at manufacturer to address medical information. It was reviewed that previous call taker may have been consulted on considerations if a catheter is left in to cap off so spinal fluid does not leak, etc., but there is no one to transfer to for medical device. It was noted that it was a medical decision and follow up with surgeon would be appropriate. It was stated the patient had dilaudid and bupivacaine in the pump but doses and concentrations were unknown. The patient had concerns regarding the catheter being left in and thinks that may be contributing to the issues they are having. No further information could be obtained as patient hung up and stated they would call back. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID 8578, lot # n153996, implanted: (B)(6) 2008, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).